Event description:
This was a lead extraction case to remove one lead due to cied system infection. The 120 month old rv ICD lead (riata 1580) was prepped with an lld-ez. A 14f glidelight was initially utilized to extract the lead, however because of significant scarring on the proximal coil, the physician decided to upsize to a 16f glidelight. The 16f laser sheath was able to lase down to the ra / ivc junction, at which point an effusion was detected. The CT surgeon was called into the room, a sternotomy was performed, and a 2 cm tear was discovered and repaired at the ra / ivc junction. Attempts to maintain the patient's blood pressure were made, however these efforts were unsuccessful. The patient did not survive the intervention. The physician stated that severe cardiomyopathy contributed to the difficulty maintaining the patient's blood pressure and subsequent death.